Manufacturer narrative:
Device was not returned to manufacturing facility.

Event description:
It was reported that the secondary infusion infused in one minute (programmed for 15 minutes). The clinician was unsure if the drug was infused into patient or into primary bag. There was patient involvement but no harm.